Event description:
Procedure: shoulder surgery. Pt went home after shoulder surgery on (B)(6) 2011 and had what was described as an empty pump the next morning (B)(6) 2011 at 10 am.

Manufacturer narrative:
Method: sample has not been confirmed to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.